Event description:
It was reported a patient's left ventricular (lv) lead presented with failure to capture due to dislodgement. The dislodgment was confirmed via x-ray. The lv lead was capped and replaced in a procedure on (B)(6) 2022. Post-procedure there were no patient consequences.